Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/07/2015 - product analysis: the device was returned and evaluated by product analysis on 11/24/2015 with the following findings: the battery life complaint could not be confirmed or duplicated with investigation. Review of the pump¿s black box found no related events or issues. A battery compartment crack was observed. The battery cap was able to secure properly to the pump. The pump successfully completed a prime sequence without issue or alarm. The pump¿s power draws were found to be within specification. No damage or defect was found to the pump¿s internal components.